Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. He discovered fluid inside the cassette door when he was setting up his next treatment. The pt completed treatment manually. He discarded the set that was used but retained a companion sample from the same lot and is making it available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.